Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that an unk number of spectrum pumps were under infusing. The customer stated that when trying to infuse 1000ml of an unk fluid there would be 250ml remaining upon completion. Any pt involvement, injury or medical intervention is unk.